Manufacturer narrative:
Unit powered up properly after the test battery was installed. No blank display noted. Unit had no button response due to flattened dome switches on the esc and act button. During visual inspection, the keypad connector on the lcd board was found locked properly. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test due to no button response. Unable to verify unexpected battery power loss or off no power anomaly due to no button response. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was switched off without reason and with no alarm history. Customer¿s blood glucose was unknown at time of incident. Customer states that crack was seen on battery compartment and case. Drive support cap was not damaged. Insulin pump will be return for analysis.